Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the integrity of the lead was tested and normal electrical measurements were observed.

Event description:
It was reported during follow up patient received alert for high out of range lead impedance and increase of rv pacing threshold. Fluoroscopy exam was scheduled to exam the lead integrity. Patient condition is good. No further information provided.